Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation evaluation: it was reported that at some point during a ureteroscopy that two nforce nitinol helical stone extractor did not open or close when manipulating the handle. It is unknown how the procedure was completed. It was reported that the patient did not experience any adverse effects due to this occurrence. Reviews of complaint history, device history record, manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows two other related complaints associated with the complaint device lot. The first complaint was opened for 1 device with a similar issue from a different customer. The second complaint was opened for 3 devices with a similar issue from a different customer. None of the devices from the second complaint were returned. The complaint devices for this complaint were not returned. It could not be determined if the failure modes for the complaints devices were related, as only 1 of 6 total complaint devices were returned. All devices are also inspected multiple times for functionality during manufacturing and quality control checks. There was no indication of a common failure occurring within the product lot. A search our distribution center database found all devices from the reported lot have been shipped. No similar product from the same lot is available for investigation. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use: the ncircle, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. There are multiple possible causes for the basket not to function correctly. Without the complaint devices available for investigation, the cause of the issue could not be determined. All devices are also inspected multiple times for functionality during manufacturing and quality control checks. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that at some point during a ureteroscopy that two nforce nitinol helical stone extractor did not open or close when manipulating the handle. It is unknown how the procedure was completed. It was reported that the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.